Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with an elevated blood glucose (bg) level of 595 mg/dl. The cause was the customer consumed carbohydrates without testing bg levels, without delivering a bolus. The customer attempted to address the high bg with a correction bolus, and went to the hospital. Upon being admitted to the hospital, the customer was treated with an intravenous treatment (IV) and insulin. Customer was released on 06/10/19 with no permanent damage.